Manufacturer narrative:
The insulin pump passed the displacement test. The device alarmed radio frequency pic failed self-test alarmed during self-test due to faulty connector on radio frequency board. The device had cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, and broken battery tube threads.

Event description:
Customer reported that her blood glucose is 139 mg/dl and the insulin pump is not working properly. Customer stated that her insulin pump is constantly alarming and she was unable to program the insulin pump before the alarms. Troubleshooting was performed and advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.